Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), well as the product's risk documentation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote alert was activated due to non-sustained ventricular tachycardia episode which showed far field r-wave oversensing of ventricular sensing during a ventricular tachycardia episode. As a result, an inappropriate atrial tachycardia response event was recorded at the same time. This device remains implanted and in service. No adverse patient effects were reported. Currently, no further information is available. If new details emerge, a supplemental report will be released.